Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of ¿service technician found the pump had no sound¿. The unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the enteral feeding pump back to stock. Upon triage on (B)(6) 2018 service found the pump had no sound and the gearbox was defective, along with a depleted battery.